Event description:
It was reported that a physician was unable to insert the right atrial (ra) lead or the right ventricular (rv) lead into the implantable cardioverter defibrillator (ICD) header/connector. The device was removed and replaced and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned, analyzed and no anomalies were found. Concomitant products: model: 4087, competitive implantable pacing lead; model: 4513, competitive implantable pacing lead. (B)(4).